Event description:
Patient was receiving (intra-aortic balloon pump) therapy and the balloon ruptured. Patient was taken to the catheterization laboratory and the balloon was removed without patient complication. No injury.